Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would intermittently not power up. Complainant indicated that the clinician removed the battery and put it back in to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The system board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.